Manufacturer narrative:
The lead was returned due to insufficient information. As received, a partial lead was returned in five pieces. During electrical testing the lead was shorting due to procedural damage at the middle and distal regions of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented with an atrial lead that was exhibiting unknown malfunction. The atrial lead was explanted, and new atrial lead was implanted. The patient condition was unknown.